Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up. Device interrogation revealed the implantable cardioverter defibrillator exhibited episodes of non-sustained oversensing due to crosstalk causing far-field p-wave oversensing. Chest x-rays were taken to confirm that the lead had not dislodged. The device was reprogrammed and the patient was monitored.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced due to crosstalk. The patient was stable.

Event description:
New information noted that over-sensing has continued, but are not related to the implantable cardioverter defibrillator. Programming changes were planned by the physician.